Event description:
It was reported that during the operation it was discovered that the catheter had a small hole at the transition to the ventricle. There was patient involvement. The patient details: 57 years old, gender: male. It was reported that the patient experienced extravasation of chemotherapeutic agent (oxaliplatin) into the right deltoideopectoral region. There was port explantation with lavage on (B)(6) 2024 with intended secondary wound healing. The patient also experienced tissue necrosis caused by the long effect of the toxicity of the chemotherapy drug.

Manufacturer narrative:
H3, other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A3a - sex, d1 - brand name: correction. D9: date returned to mfg.: 3/17/2025. H3 and h6. Codes: updated. Updated device evaluation: one used device sample was received. During visual inspection damage was noticed around the base of the device where the tubing meets the transition to the ventricle. Confirmed the customer complaint of a pin hole. Probable cause, unintentional bending force, causing tubing to tear. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.